Manufacturer narrative:
H3. Evaluation summary- the device was received, evaluated, and retained by this manufacturer. The engineering evaluation indicated the ballon could not be inflated due to contrast like foriegn matter dried in the lumen, located 17-18 centimeters from the distal tip.

Event description:
It was reported difficult deflation was encountered during preparation for an unknown procedure. No pt complications were involved. The device has not been returned for eval. Therefore, no failure analysis is available. Attempts to gain further details with regards to the circumstances surrounding this event were unsuccessful. Without evaluating the product and without further details about the event co cannot determine the exact cause for this event. Directions for use state: when the procedure has been completed, deflate the balloon by applying suction to the balloon lumen and remove from the vasculature...note: the larger the syringe diameter, the greater the suction that is applied...if resistance is felt when removing a guidewire through a catheter or if resistance is encountered when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."